Manufacturer narrative:
The device was reported to have been discarded at the site. It is also unknown which microcatheter experienced a separation, these devices were all reported to have been used during the intervention: model# fa-55150-1030 / lot #215903100, model# fa-55150-1030 / lot# unknown, and model# fa-55150-1030 / lot# 215946556. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the procedure, the patient moved and this caused the optimo guide balloon catheter to bend (break) and the marksman that was used became stuck in the optimo balloon guide catheter. It was reported that foreign material that looked similar to a chip of the device could be seen in the peripheral middle cerebral artery (mca). Prior to the event, the plan was to remove thrombus from the m2 area of the mca. During access to the site, the aorta was tortuous and it was very difficult to access. In addition, the patient moved during the attempt to access the site causing the reported event to occur. It took considerable force to remove the marksman microcatheter since the tortuosity was severe. There were several new optimos and marksmans exchanged to new ones. A total of three marksman microcatheters were used. A solitaire was also used revascularization was confirmed. After the procedure, the foreign material that looked like a chip of one of the devices was seen under fluoroscopy and they were not able to confirm what device the chip belonged to. The patient was undergoing mechanical thrombectomy for an acute stroke. The patient¿s vasculature was severe in tortuosity.